Event description:
It was reported that during a coronary stent procedure, the shaft of the delivery device kinked while attempting to cross a lesion that had not been pre dilated. The stent/delivery device was removed without incident. No pt injuries or complications were reported.